Event description:
Arterial line triple transducer broken. The safe set reservoir portion of the pressure tubing came apart. The dome came apart. Dr reports the rubber plug popped out as he was flushing the line. But there had been no blood back up.